Manufacturer narrative:
B3: event date is an approximate date as the actual event date is not known. D6a: implant date is an approximate date as actual implant date is not known.

Event description:
It was reported that implant movement/shift and a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. During a routine 45 day follow up a transesophageal echocardiography (tee), imaging showed the closure device had shifted. The closure device no longer met position, anchor, size and seal (pass) criteria and a large leak that was not noted at implant was present. Reimaging will be performed in 45 days.

Manufacturer narrative:
B3: event date is an approximate date as the actual event date is not known.d6a: updated with additional information received

Event description:
It was reported that implant movement/shift and a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. During a routine 45 day follow up a transesophageal echocardiography (tee), imaging showed the closure device had shifted. The closure device no longer met position, anchor, size and seal (pass) criteria and a large leak that was not noted at implant was present. Reimaging will be performed in 45 days.